Event description:
Twenty minutes into a knee arthroscopy procedure the pump started 'racing out of control'. Unknown if flush valve was left open. Water was squirting everywhere; so much that the surgeon and his staff got `soaked'. Noted was leg extravasation. They were using the designated # 4537 cannula. The pressure was set at 45mhg. They ended up stopping the pump and then just remained on gravity to finish the case. The surgeon has been using the interlijet for 10 years.